Event description:
It was reported that during a thoracotomy procedure, the device would not fire. A new device was used to complete the procedure. No patient impact reported. No other details of the event are known.

Manufacturer narrative:
(B)(4). Non conforming crimp assembly. The analysis showed that the ats45 instrument was received with no cartridge reload present, with the anvil closed and the anvil extended due to an insufficient distal anvil crimp. No functional test could be performed due to the condition of the device. No conclusion could be reached on why the anvil crimp was insufficient. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.